Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the eakin material swelled to the point of occluding her urostomy stoma, which resulted in kidney infection. On (B)(6) 2020, the end user was hospitalized for this and received unknown intravenous antibiotics in the hospital (inpatient stay). Subsequently, on (B)(6) 2020, she was released from the hospital. At the time of this report, she was home on oral ciprofloxacin. The end user continued to use the product. She was wearing coloplast soft convex pouches, and had been cutting the opening about 1/2 inch larger that her stoma, then filling in the gap with the eakin seal. Reportedly, her wear time was 2 days. No photo is available at this time.